Manufacturer narrative:
It was reported that the end-user experienced a fall while walking on an uneven sidewalk with the rollator. Reportedly, the rollator hit a raised portion of the uneven sidewalk and the end-user experienced a forward fall onto the sidewalk and the gravel. The end-user reported that the device's brakes have "worn down" and that the two rear wheels, from a standing position, are "shaky." Paramedics were called and the end-user was taken to a local hospital's emergency department (ed). The end-user stated that he was "knocked unconscious" and that he "woke up" in the ed. The end-user stated that hospital staff informed him that he experienced a seizure prior to his fall. The end-user confirmed that he has a history of seizures and that he takes levetiracetam and gabapentin for seizure control. Reportedly, the end-user's chin was "busted" after the fall but he denies receiving any sutures. No ed treatments or diagnostic exams reported. According to the end-user, he was admitted to the hospital. He reported that diagnostic exams were performed during his hospital stay but that he does not know what they were or their results. The end-user was discharged from the hospital with no follow-up care reported. The end-user reported that he has a history of "rods in the back" and that he has experienced back pain. He stated that he has been using a neighbor's old and ill-fitting back brace since the reported fall. A sample was returned to the manufacturer for evaluation. The wheel treads were found to be significantly worn down and the rear wheels were unable to spin freely. Because the rollator's wheels were significantly worn down, the brakes were out of adjustment. The brakes were unable to make contact with the wheels and function properly. Although the reported product issues were confirmed, the manufacturer did not receive sufficient information to suggest that they caused and/or contributed to the end-user's reported seizure activity and fall. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a fall and was admitted to a local hospital.